Manufacturer narrative:
Section h10: (h3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is a combination of the risk factors specified in (B)(6). However, this cannot be confirmed from the reported information and the devices, images, and radiographs were not available for evaluation.

Event description:
As reported, as part of the manufacturer's recall campaign, the 82 y/o male patient presented himself for a check-up of the device implanted in 2014 hip prosthesis. The x-ray control showed a clear decentering of the prosthetic head and exceptionally large osteolysis in the acetabulum and greater trochanter as a sign of inlay wear. This was possible when the inlay was changed on (B)(6) 2023 to a vitd-hardened, specially approved inlay (novation xle, extended coverage liner, sn (B)(6), ref 142-32-62). As part of the replacement operation, in addition to the inlay exchange, the solid integrity of the socket was determined, and the cyst was reflected acetabulum, curettage and filling of the cysts in the socket using allogeneic spongiosa and the changing the prosthetic head. Devices are available for return after internal investigation. Surgical reports/x-rays are also available upon request.

Manufacturer narrative:
Section h10: (h3) pending evaluation. (D10) concomitant device(s): 2943052, 180-01-54 - crown cup,cluster-hole gr.54.